Event description:
It was reported medfusion 4000 pump alarming, travel coarse error, case damage. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal, the top case was chipped front and back, the bottom case was damaged. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced cracked right plunger case along with all the plastic parts of the plunger head. Replaced damaged bottom case. Replaced worn coupling, gear, battery as preventative measure, parts were over 6 years old. Updated the software. The cause of the reported problem was traced to the user damage of the device and to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000. D5: correction: operator of the device: other. E4: correction: customer reported to FDA: no information.